Manufacturer narrative:
Model number/catalog number: sc-8336-50, (B)(4), model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had an infection both at the ipg and lead site. It was also reported that the patient had difficulty charging the ipg and was believed that the ipg might be too deep. The patient was prescribed with intravenous antibiotics and underwent an explant procedure. The patient was doing well postoperatively.